Event description:
Additional information received indicated that there was a reoccurrence of oversensing noted on the patient's right ventricular (rv) lead. The patient remained stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that there was a reoccurrence of noise oversensing noted on the patient's right ventricular (rv) lead. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.